Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy, replacement pump was sent.